Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that during trial she could go 3 hours without having to void. She was hoping to get the same results when she got the permanent implant, and the best she was able to do was go two hours. Prior to implant she was urinating every hour at least. Her one bowel movements a day turned into 7 bowel movements a day. She has the device for bowel and bladder and they also did a urethral screen. Then when she went to the trial she didn't have to urinate every three hours and had only two bowel movements a day. In the morning, now she goes every half hour when drinking coffee and then when she goes to water it is every hour. Bowel movements are 4 to 5 times a day, so not getting the relief that she did with the trial. This has been going on since implant. With the trial she was at 0.3 volts. Then after surgery, she never had to use a catheter before and she had to use a catheter. The clinician had to move up the amplitude up to 0.7 volts before she could feel it. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.